Event description:
The issue involves cerner's solution cerner millennium scheduling management and affects sites that use scheduling management. When a user cancels an appointment for a pt that has already been checked in within scheduling management and then performs an add person action in the person search dialog box, the person is not updated correctly. If the user receives an error when attempting to modify a person or encounter and then immediately add a person, the modified person is retained incorrectly. Pt care could be adversely affected, as clinical decisions could be based on incomplete info, resulting in the potential for inappropriate care to be given. Cerner has not received communication of any adverse pt events as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification on (B)(4), 2010, to all potentially impacted client sites. The software notification includes a description of the issue and the software resolution. Cerner corp considers this issue to be resolved and no further follow-up is needed.